Manufacturer narrative:
Concomitant medical product: product ID 6935-65 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post a right ventricular (rv) lead implant, the right atrial (ra) lead had high thresholds that were still high two weeks later a follow up visit. The atrial pacing and capture management were programmed off. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead dislodged and had unstable/variable thresholds and had small p wave amplitude. The lead was explanted and replaced.